Event description:
Customer allegedly received the following results, with two different meters, within 3 minutes: 17.0 mmol/l (mobile) and 3.9 mmol/l (expert). No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 1. (B)(4)>